Event description:
The technician alleged the brakes at the foot end of the bed are not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters to resolve the issue.